Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate high readings as compared to her feelings/normal results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The cca was advised by the patient that on (B)(6) 2012 at 9:00pm, she obtained the alleged high reading of "533mg/dl". The patient stated that she manages her diabetes with insulin, 26units in the morning and 13units in the evening of levemir, and a sliding scale of novolog and immediately took 13units of novolog in response to the reported issue. Approximately nine minutes after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "shaky, sweaty, lightheaded, and dizzy", symptoms that the patient normally "associates with low blood glucose". She immediately retested with the subject meter and obtained a reading of "53mg/dl". Shortly after, she self treated with a "jelly sandwich and apple juice" in response to the symptoms and "felt better afterwards". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed to have developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found; the primary complaint was not confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips were tested and they also passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.